Event description:
Caller reported malfunction 199 in tandem source, indicating malfunction on pump. There was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support decided to replace pump and advised caller to use mdi as backup insulin delivery method. Instructions were provided to caller on how to put pump into storage mode before returning it, and steps to follow upon receiving replacement pump. Caller was informed to return problematic pump to tandem via ups using return box and pre-paid label within 10 days. Replacement pump was sent to caller with signature required for delivery.